Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise results for 5 patient samples tested on a cobas integra 400 plus module. The customer provided an example of discrepant results for 1 patient sample tested for gen.2 ise indirect for na, k, and cl. The initial na result was 117 mmol/l, the k result was 3.6 mmol/l, and the cl result was 83 mmol/l. The results were reported outside of the laboratory. The customer noticed a probe was leaking on the analyzer and replaced it. The sample was then repeated on another analyzer. The repeat na result was 137 mmol/l, the k result was 4.2 mmol/l, and the cl result was 98 mmol/l. The repeat results were deemed correct. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. Qc recovery data was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed a hardware alarm and a no fluid detection alarm. The field service engineer (fse) found that the urine calibrator fluid was low and needed to be replaced. The fse also found salt bridges in the mixing tower. The calibrator fluid and the mixing tower were replaced. Ise checks, calibration, and qc were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.